Manufacturer narrative:
As of (B)(6) 2019 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section of this report for further details.

Event description:
On the initial report on (B)(6) 2019 consumer reported the bandages left a rash on top of her right foot. She added went to dermatologist who prescribed a cream.